Event description:
Our rep is reporting to us that during an arthroscopic procedure, something was causing electrically interference with the shaver; the shaver settings were erased. The user suspects that the vapr generator was the cause of the interference. The procedure was able to be completed successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.